Event description:
A site rep reported that the camera/psu (positioning sensor unit) is beeping constantly. It would switch from a constant beep to a beep-pause-beep constantly. A medtronic rep walked through trouble-shooting the software and check the camera diagnostics, however, the issue persisted and the status remained black. Then system began communicating with the psu and then went to red status. There was no pt present.

Manufacturer narrative:
No pt info as no pt was involved in this concern. Medtronic rep evaluated the system on site and could not duplicate the issue. The system is working properly.